Event description:
Procedure type: robotic assisted laparoscopic esophagectomy. According to the reporter: an orvil25 and eeaxl25 were used to do the anastomosis of the esophagus and stomach. After inserting the orvil to the end position, the tube was removed, the eeaxl25 was inserted from abdomen and they discovered that the trocar of eeaxl25 and orvil cannot be integrated even applied with very strong force. Then they opened the esophagus anastomotic site larger and took out orvil laparoscopically. They opened another orvil and inserted through the throat. However, the orvil stuck in the middle of the esophagus (in the position of cricopharyngeus) and surgeon applied some force to pull it. After a while, the anvil detached from the tube and the anvil was left in patient's esophagus. To fix the problem, the surgeon changed the surgery to open and used an eea25 to do the anastomosis instead. The anvil in the esophagus was finally taken out from the esophagus after turned the surgery to open.

Manufacturer narrative:
(B)(4).